Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the ec.

Event description:
It was reported that prior to the start of a da vinci-assisted rectopexy surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated non-recoverable fault 319. The tse reviewed the error logs and identified the issue originating from the endoscope controller (ec). The tse instructed the user to check the led next to the endoscope input, which was not lit, and guided them through shutting down the system and verifying the ec power switch was on. The user was also advised to reconnect the orange fiber cable from the ec to the video processor and the power cord to the ec, but these steps did not resolve the issue. Consequently, the surgery was likely to be converted to laparoscopic as the user did not have a second da vinci system available. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: procedure was converted to laparoscopic with no harm to the patient and no delay, as error could not be recovered. No additional ports have been placed; the existing ports had to be changed from 8mm to 12mm.